Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set customer found dirt on the tubing before use. The following information was provided by the initial reporter. The customer stated: ¿the customer's report is that dirt on the tubing was found before use."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: h6: investigation summary bd received 2 samples and 7 photos from the customer in support of this complaint. The samples and photos were evaluated and the indicated failure mode of foreign matter (dirt on tubing) was observed. Additionally, 10 retention samples from the bd inventory were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode with the returned samples and photographs provided, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set customer found dirt on the tubing before use. The following information was provided by the initial reporter. The customer stated: ¿the customer's report is that dirt on the tubing was found before use."